Manufacturer narrative:
(B)(4): implanted device remains.

Manufacturer narrative:
Per the clinic, the patient has recovered and no further episodes have been reported. The device is not available for analysis.this report is filed (B)(6), 2013. Device not available for analysis.

Event description:
Per the clinic, the patient experienced poor performance with device use and a swelling around the implant side accompanied by headaches.during a surgical procedure (date not reported) liquid has been extracted from swollen area and blood was found inside.it is unknown if there are plans to explant the device and to reimplant the patient with a new device as of this report.additional information has been requested but has not been made available as of the date of this report, (B)(6), 2012.